Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been receiving no delivery over the past couple of weeks. The customer had a blood glucose level of 242 mg/dl. They did a bolus of 3 units but only got 2 units and had a no delivery alarm. The customer¿s current blood glucose level was 268 mg/dl. Troubleshooting was performed. The insulin exited but the insulin pump alarmed a no delivery. The customer was advised to push the insulin slowly through the tubing. The customer reported that the insulin did not exit and there was greater than normal resistance with the plunger push. They were explained that the alarm was caused by infusion and reservoir connection. They were advised to replace the infusion and reservoir. The product will be returned for analysis.

Manufacturer narrative:
Evaluated 7 opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs & connector into a pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Evaluated 3 random seal reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir & connector into a pump. Performed pump manual prime. Visual fluid flowing through infusion set and out catheter tip. Conclusion: reservoirs not occluded a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.